Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting high atrial threshold measurement at the pre-discharge evaluation. A chest x-ray confirmed the lead pulled back with minimal slack. Upon fluoroscopy in the catheterization laboratory, the slack had returned to the lead. However, a revision procedure took place and the ra lead was explanted and successfully replaced. It was reported the physician believed there were no product performance issues with the lead. The patient simply needed an active fixation lead to avoid dislodgement. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.